Event description:
During an arthroscopic rotator cuff repair (arcr) operation, the tip of the drill was broken in the middle of prepping site. An additional portal was made in order to retrieve the broken tip. The site was left empty. Due to the incident, the operation was delayed about one hour. The operation was completed with arthrex's anchor using a new site. There were no reported patient injuries or complications.

Manufacturer narrative:
One 2.5mm fluted drill w/ depth stop was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The distal tip (.435) has broken from the shaft. Further examination of the broken tip using a stereo microscope showed the cutting edges to be dull. The flutes of the drill are dull as well. There is damage to the chucking area of the drill consistent with slippage within the drill chuck during use. The depth stop has broken free from its weld however it remains confined within the weldment. Dimensional assessment of the drill confirmed it met print specifications. Per the device IFU under precautions ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).